Manufacturer narrative:
Additional info will be provided once the investigation is completed. Two other units with the same catalog number were also implicated in the event. They include units with the following serial numbers: (B)(4).

Event description:
It was reported that after the case and before disinfection of the units, 2 of the units were missing components at their distal end. It was further reported that the components that were missing on each of the units correspond to the space between the outer rims of the lens and the inner surface of the lens. There were no reports of any delays in the case or adverse consequences to the pt or user.